Event description:
It was reported that the stent delivery wire became stuck inside the deployed stent (subject device) along with the guidewire and microcatheter. The physician removed all three devices and completed the procedure successfully without clinical consequences to the patient.

Event description:
It was reported that the stent delivery wire became stuck inside the deployed stent (subject device) along with the guidewire and microcatheter. The physician removed all three devices and completed the procedure successfully without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent delivery wire(sdw) was returned within the microcatheter used during the procedure. Visual and microscopic inspection of the device found that there was no stent or introducer sheath returned. No other anomalies were noted. During functional test, sdw was unable to be advanced to the distal end of the microcatheter. The sdw was removed from the microcatheter; and procedural fluid was noted on the sdw. The microcatheter was flushed and procedural fluid exited the catheter. The sdw was noted to be bent at 15cm from the distal tip as well. Information available indicated that the device was confirmed to be in good condition prior to use, device was prepared as per the dfu and the procedural fluid noted within the microcatheter indicated that insufficient flush contributed to the event, but cannot be definitively determined. The returned microcatheter used with stent was found to be flattened at the distal end, which is likely to have caused the as reported and observed damages noted to the sdw.